Event description:
It was reported that during an interventional procedure to the lesion in the de novo, left anterior descending artery, second diagonal with heavy tortuosity and eccentric, heavy calcification, the whisper ms guide wire crossed the lesion. The 1.2 x 6 mm mini trek rx balloon dilatation catheter was prepped and soaked outside of the patient, then advanced to the lesion but the balloon ruptured on the second inflation of 12 atmospheres for 20 seconds. A new 1.2 x 6 mm trek was used to predilate and a non-abbott balloon and stent were used to complete the procedure. There were no adverse patient effects nor clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported heavily calcified, heavily tortuous, 99% stenosed lesion, such that the balloon ruptured during the second inflation attempt; however this could not be confirmed. Additionally, there was no report of any leak noted during preparation prior to use, or during the first inflation, which suggest that a product deficiency did not contribute to the reported complaint. There is no indication of a product quality deficiency. A review of the lot history record for the reported lot did not reveal any associated nonconforming material record which would not have contributed to this complaint. There is no indication of a lot specific product deficiency. All catheters are visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all catheters are leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release.